Event description:
It was reported that the implantable cardiac defibrillator (ICD) had an "invalid data" message. It was also noted the patient was receiving radiation therapy. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a diagnostics problem. The save to disk file (B)(4) shows 64 - parity error count between (B)(6) 2012.